Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother called to report that insulin pump has been exposed to moisture damage. Customer's mother stated that her son jumped into the pool while wearing the pump. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 418 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.